Event description:
It was reported that balloon rupture occurred. That 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6atmospheres for 10 seconds, the balloon was ruptured. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure.